Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote patient monitoring system associated with this device issued a red alert for high, out-of-range shock lead impedance. A boston scientific technical services (ts) consultant reviewed device data and found that the out-of-range measurement that triggered the alert was 0 ohms. The patient had undergone bilateral knee surgery on the date the measurement was taken. Ts discussed that electromagnetic interference (emi) was the likely cause of the measurement. Ts also noted that no noise was present in the episodes. A gap in daily measurements was also noted; it was determined to be due to missing remote monitoring sessions. No adverse patient effects were reported. This device remains in service.